Manufacturer narrative:
The asp field service engineer (fse) replaced the catalytic converter, converter adapter, oil mist filter and the vacuum pump oil to resolve the haze issue. Unit was confirmed to meet specifications and was returned to service.

Event description:
While onsite servicing the sterrad® 100nx sterilizer for regularly scheduled planned maintenance, the asp field service engineer (fse) discovered a "haze" emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). ¿ the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ no parts were not returned for further evaluation as the fse indicated they were contaminated with oil. The assignable cause of the reported "haze" is the catalytic converter, converter adapter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.